Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with twenty-four clips remaining. One fully formed clip and two partially formed clips were jammed in the distal end of the clip channel. Functionally; the jammed clips were removed; the next clip loaded into the jaw and was fired with proper formation. The ratchet function was disengaged. The instrument was first test fired once in air so that the clip formation could be observed. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur when the user positions the instrument vertically and fires in air. This causes the fired clip to slip into the clip cartridge, preventing clips from loading properly. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while the radiologist was marking the tumor with the clip, there were issues experienced with the loading and firing of the clips. None of the clips were able to load properly into the jaws at any point during use. The surgeon was able to squeeze the handle but the jaws did not close. Another clip device was opened to complete the case. There was no patient injury.